Event description:
According to the reporter, during anastomosis in a whipple case, the reload partially fired. The surgeon replaced the reload to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.